Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain. Patient weight was (B)(6). The date of the event was (B)(6) 2017. It was reported the pump pocket opened. The patient was very thin and the 40ml pump may have stretched their skin and tissue. There was no record of any factors that may have led or contributed to the issue. The physician planned for emergency surgery on (B)(6) 2017 but the patient did not show up to the hospital. The patient was rescheduled for the morning of (B)(6) 2017. Patient status was alive - with injury noted as the pump pocket opened and it appeared to be infected. The physician prescribed antibiotics for the patient. The issue was not resolved. No further complications were reported.